Event description:
It was reported the patient had increased spasticity and their pump had an other/unknown product issue specified as; "random work. Instability of patient's condition." The patient's issue required a revision specified as "rotor exam, catheter exam", hospitalization, explant and replacement, rotor/roller study and x-rays. The pump was used to deliver lioresal (baclofen). The outcome of the event was not reported.

Event description:
It was further provided that after the catheter was changed in (B)(6) 2015 (see manufacturer report #3004209178-2015-13447), on (B)(6) 2015 at a refill of the pump a variability of therapy effectiveness was observed. On (B)(6) 2015, catheter testing was performed. There was no arachnoiditis but an intra spinal loop of the catheter was observed. There were no reservoir volume discrepancies seen. On (B)(6) 2015, there was report of the pump explant and an implant of a new device. The patient was now ¿ok¿ with good therapy effectiveness. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, implanted: (B)(6) 2015, product type catheter. (B)(4). Analysis of the pump revealed no anomalies. The device met specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.